Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, after a battery change the pump powered up to a blank screen with audible and vibratory alerts. Patient reported that the issue was not resolved with battery change and there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed multiple call service alarms that can lead to blank display issue. On investigation, the pump powered up to a fully functional display screen and the pump performed properly. The complaint found related alarms but was unable to duplicate the reported display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time0